Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it was likely that the most probable cause of the video processor not connecting was due to the connector being loosened and the video connector socket not being secured. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center the video processor is not connecting. The event ouccured during inspection for use. There were no reports of patient involvement